Event description:
ICD interrogation showed inappropriate shocks due to oversensing and inappropriate detection of vt/vf due to oversensing. On (B)(6) 2022 the lead was explanted and replaced.

Manufacturer narrative:
It was reported that the lead was also fractured. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between june 18, 2021 and february 12, 2022 recorded stable pacing impedance around 700 ohms and a stable shock impedance around 80 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing with shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
It was reported that the lead was also fractured. Upon receipt, the lead under complaint was found cut 28 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through approximately between 9 and 14 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.